Manufacturer narrative:
The component was received for investigation. The customer complaint could not be duplicated. During customer removal of the membrane from the ventilator, traces 1 (d1 yellow alarm silence reset led) and 2 (d2 green breath indicator led) were torn apart at the joining of the flex tail to the membrane panel. The damaged component could not be tested and the reported malfunction could not be verified. (B)(4).

Event description:
Covidien received information stating that during patient use of the ht70 ventilator, a user family member found that the alarm silence/reset button was blinking. Although the vent didn't stop cycling, the patient was transferred to another ventilator. There were no negative patient consequences.

Manufacturer narrative:
The device has been requested but not returned. Evaluation and repair information is pending. The issue reported is a known issue. The root cause was determined to be related to the circuit board design (close proximity of two traces that were insulated with a membrane), the insulating membrane material, and the effect of environmental conditions on the membrane. Degradation of the membrane can result in a conductive path being established between the breath indicator led trace and the alarms silence reset button trace at the point where they cross on the circuit board. This conductive path results in the observed intermittent activation / deactivation of alarm silence reset or inoperable alarm silence and/or arrow button(s). (B)(4).